Event description:
(B) (4). It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure was performed using the right femoral approach, treating the de novo 95% stenosed 3.0x24mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a maverick 3.0x20mm balloon inflated to 10 atmosphere's, which ruptured and resulted in a grade b dissection. The target lesion was then successfully treated with the placement of two platinum study stents (3.0x28mm, 3.0x12mm). It was noted that one of the study stents was used for bail out treatment, but which stent used was unspecified. Post dilation was performed resulting in 0% residual stenosis. The patient was discharged three days later on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. A review of manufacturing records related to the batch was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure was performed using the right femoral approach, treating the de novo 95% stenosed 3.0x24mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a maverick 3.0x20mm balloon inflated to 10 atmosphere's, which ruptured and resulted in a grade b dissection. The target lesion was then successfully treated with the placement of two platinum study stents (3.0x28mm, 3.0x12mm). It was noted that one of the study stents was used for bail out treatment, but which stent used was unspecified. Post dilation was performed resulting in 0% residual stenosis. The patient was discharged three days later on aspirin and clopidogrel.